Event description:
It was reported that the esc and act buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 11 mmol/l. No further information reported.

Manufacturer narrative:
The pump was received with no button response due to flattened esc and act button dome switches. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.